Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.

Event description:
Received information regarding multiple cartridge alarms with multiple cartridges during the load process. The customer stated that this impacted their diabetes management.